Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer had low blood glucose symptoms with result of 50 mg/dl obtained on the aviva system. Customer was treated with sweetened juice and re-tested on the aviva system; result was 120 mg/dl less than 5 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.